Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this previously abandoned right ventricular (rv) lead exhibited infection. In addition, the field representative confirmed that the allegation was not related to the device and system explant was not required. There were no additional adverse patient effects reported. The rv lead remained capped.